Event description:
It was reported that during a laparoscopic low anterior resection, the internal seal was detached and fell into the patient in six or seven hours after the operation started. The fallen seal was removed from the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that instruments had been inserted and removed via the trocar frequently.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the seal being returned with the rest of the device for analysis. No information. If the seal is not being returned, please provide reason why seal is not being returned. Na.